Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving fentanyl (5000 mcg/ml) at 1350.5 mcg/day, bupivacaine (5 mg/ml) at 13.505 mg/day, and dilaudid (3 mg/ml) at 0.8103 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient complained of the pump not working. She wasn't getting pain relief. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced in the hope of the patient getting more pain relief. During replacement, the catheter was aspirated without problem. The pump had a refill discrepancy; the expected reservoir volume was 20.9 ml, but the actual reservoir volume was 25 ml. The healthcare provider who replaced the pump was concerned that since the patient complained of the pump not working and there was a refill discrepancy at the time of replacement, that there was something wrong with the pump. According to the healthcare provider, when the old pump was emptied it did not seem pressurized as the old drug came out easier than what was expected. As of (B)(6) 2016 the issue was considered resolved and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the pump identified no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.